Event description:
It was reported by a medical professional that a patient had high lead impedance. The patient was complaining of discomfort with the vns. The provider adjusted the settings and she denied further discomfort. Additional relevant information has not been received to-date. No known surgery has occurred to-date.